Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a caregiver sought guidance after a meal was announced while the cartridge was not fully inserted and insulin leaked, and later reported persistent hyperglycemia with concern that the pump was not delivering larger corrective doses; education was provided that the ilet correction algorithm incrementally corrects highs to avoid overcorrection. Symptoms included hyperglycemia. Outcomes included no hospitalization and continued algorithm-driven corrective insulin deliveries. Investigation included technical support troubleshooting and user education on meal announcement handling and the correction algorithm, with review of the device¿s alert indicating cartridge not fully seated. Investigation of this case revealed that the insulin leakage and high glucose were consistent with suboptimal insulin delivery due to an incompletely inserted cartridge and that the pump and algorithm continued to function as designed after reinsertion, providing ongoing corrections. It was concluded, based on previously established findings for similar reports, that the cause was undetermined but consistent with use-related factors rather than a device malfunction.